Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in both eyes. Patient had some irritation in left eye, diffuse, non confluent dlk, inferior in right eye and across flap in left eye 1+ at the most. The topical steroid dosage was increased (durezol) to every 2 hours for 2 days, then 4 times a day until follow up appointment (1 week) or earlier if necessary. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of irritation in left eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.75 x -.50 x 90, left eye pre-op 20/20 -.75 x -.75 x 83. This report is for the visx laser. A separate report is being send for the intralase laser.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.